Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert with other insulin pump errors. The blood glucose was 190 mg/dl at the time of the incident. Alarm occurred during the rewind and prime sequence. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test or verify compromised force sensor alarm due to detached end cap.